Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the buttons on the insulin pump were unresponsive. Troubleshooting was performed, but the display could not be restored to normal operation. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.